Manufacturer narrative:
A general reagent or hardware problem can be excluded because the provided calibration and qc data were within specifications. The reaction kinetics looked inconspicuous. The investigation did not identify a product problem.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received a questionable crep2 creatinine plus ver.2 result for a patient sample tested on a cobas 6000 c 501 module with serial number (B)(4). The initial result was reported outside of the laboratory. On (B)(6) 2022, the initial result was 58.3 mg/dl. The first repeat result was 57. 8 mg/dl with a data flag. The first repeat result was from an automatic rerun because of a middleware rule. The patient was sent to the emergency room (ER) because they thought he had renal insufficiency. At the ER, his creatinine result was reported to be at a low level. On (B)(6) 2022, the reporter reran the initial sample. The second repeat result was 48.6 mg/dl. The reporter also reran the same sample collected in a tube with a gel separator. The third repeat result was 8.6 mg/dl.